Event description:
It was reported that this left ventricular (lv) lead presented high capture threshold measurements due to it suffering a fracture, so it was capped and surgically abandoned, with a new lead implanted instead. No additional adverse patient effects were reported.